Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : discarded

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr. As reported, the patient had a small anatomy. There was resistance and team was unable to advance the 23mm s3u valve out of the 14fr esheath+. The resistance was about 2/3 of the way though the esheath (valve was about halfway through the fully expandable (blue) part of the esheath). There was a kink at the hub with the first esheath. The angle in which the esheath was entered was not steep. The patient experienced a vascular complication (perforation of the right common and external iliac artery). This was treated with a viabahn stent. The vascular complication was noted at the end of the case (post thv deployment) when the team was taking the final angios for closure device placement. The cause of the vascular complication was from calcium burden and not by an edwards device. Hospital discarded the equipment. The patient tolerated the procedure well and was doing well the next day.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed , no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of resistance between system components was unable to be confirmed with no returned device nor procedural/device imager y. Available information suggests patient factors (calcification, vessel size) likely contributed to the event. 3mensio shows calcium throughout the access vessel, influencing vessel diameters. Pre-dilation likely aided the vessel access through this confined anatomy; however, the site reported, ''cause of the vascular complication was from calcium burden''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaint for sheath kinked/bent was unable to be confirmed with no returned device nor procedural/device imagery. Available information suggests procedural factors (excessive manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath, in case, ''at the hub with the first esheath''. Complaint histories f or all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.